Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab and an unspecified clinic meter. Results as follows: date: (B)(6) 2012, inratio inr: (2.0), lab inr: (1.3), clinic meter inr: (1.5). The time between testing was less than 2 hours. Therapeutic range 2.5-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending. Device is expected to be returned for eval. It has not yet been received. A follow up will be submitted with all additional, relevant info.